Event description:
Nursing home resident was seated in wheelchair by resident's bed, nursing assistant transferred resident (resident unable to transfer self) to bed. In the process of transferring the resident, the resident's left lower leg was lacerated (3 inches) by a protruding bracket on the left front tubing on the wheelchair. The bracket is desisgned to support the left foot rest. Possibly this happened because of the sharpness of this bracket on the wheelchairdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: modification of device - by user, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.